Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular stent that are cleared in the us. The pro code and 510 k number for the covera vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly failed to rotate after being released halfway. It was further reported that the stent is then deployed by pulling the delivery system catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular stent that are cleared in the us. The pro code and 510 k number for the covera vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided videos show a health care professional attempting to rotate the deployment wheel in the operating theatre and the delivery system handle opened. An x-ray shows a partially deployed stent in a curved vessel section. The delivery system was returned for evaluation, and the covered stent was completely deployed and missing as it was placed on the patient; the force transmitting proximal sheath was broken inside grip which indicates high tensile forces were experienced during deployment. It is considered the break of the proximal sheath led to the impossibility to completely deploy the stent causing the hcp to use an alternative means to completely deploy the stent which leads to confirmed results for difficult deployment and sheath break. A process related issue could not be found. Based on provided images and videos and the evaluation of the returned sample, the investigation is closed with confirmed results for difficult deployment and sheath break. A definite root cause for the reported event could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to partial covered stent deployment and high deployment forces. With regards to accessories, the IFU states, use "0.035-inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length". Regarding correct deployment the IFU states. Maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension.' Regarding preparation the IFU states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly failed to rotate after being released halfway. It was further reported that the stent is then deployed by pulling the delivery system catheter. There was no reported patient injury.